Event description:
A (B)(6) old female patient contacted zoll customer support to report her charger would not stay powered on. The patient was issued a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (defective battery charger) has been confirmed. Upon evaluation, component u13, an 8-bit cmos flash microcontroller located on the pcs board, was damaged. The cause of the damage is corrosion on the battery charger connector. The root cause of the corrosion cannot be positively identified but is likely a result of liquid ingress. No adverse event resulted from the defective power unit. The patient received a replacement battery charger.